Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. The analyst noted there is a cut in the outer insulation with minimal blood ingression at 21 cm. There is a distal conductor fracture at 21.4 cm. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead had low p waves and had possible undersensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.